Manufacturer narrative:
Correction g.4: supplemental medical device report (smdr) # 01 is being filed to correct the g.4 date on the initial report, filed earlier. Incorrect date of (B)(6) 2020 is being corrected to (B)(6) 2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that four cassettes were leaking and it was difficult to obtain vacuum during the phaco step of the procedures. The products were replaced and the procedures were completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A calibrated console was used to test the sample and the fluidics management system (fms) cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. During evaluation of the fms a small leakage was found at the bottom right side of the drain bag seam. This observed issue would not impact the fluidics of the cassette to achieve maximum vacuum. The root cause of the customer's complaint for vacuum could not be established as the fms sample was tested and met specifications. The root cause of the customer's complaint for the leakage is related to an error during the drain bag process. No action will be taken for this occurrence for vacuum report as the fms met specifications. For the leakage report, no action will be taken for this occurrence, a review of the manufacturing procedure requires the machine operator to inspect bags for issues with the seal, tape or punch holes, irregularities, etc. Every ten minutes or 36 drain bags/hour. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).